Event description:
This is filed to report the partial clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. The first clip (lot 11220r208) was implanted normally. The second clip (lot 11220r217) opened with difficulty and part of the septal leaflet was torn and was stuck in the clip and was unable to reopen in the right ventricle. The device was removed with difficulty, but the clip still could not open outside the patient. Troubleshooting was performed but the issue persisted. This incident partially detached the first clip from the septal leaflet. An additional clip was deployed to stabilize the partially moved clip. The tr remained at 4+. The procedure was stopped and the patient was stable, but the physician was considering surgery. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system (cds) referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on this information reviewed, the reported migration of partial clip movement appears to be a cascading effect of the dislodged clip (device damaged by another device). The reported device damaged by another device of dislodged clip appears to be related to procedural conditions. The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. The reported tricuspid valve insufficiency/ regurgitation (tr) was the cascading effect of the dislodged clip. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.